Manufacturer narrative:
11/12/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 11/20/2015 software investigation completed. Findings are that not a software issue. Site used the application in an off-label way and was unsuccessful. Software functioning as designed. - 12/01/2015 a medtronic representative, following-up at the site, reported a resident stated they did drill a small burr hole a few millimeters away from the original one so that they for sure would not fall into the incorrect trajectory. This was a monteris laser procedure.

Event description:
A medtronic representative reported a surgeon alleged an inaccuracy occurred while in a monteris procedure. The first time they used monteris bolt, second time they used monteris ufo. Inaccuracy was noted when the surgeon put the probe in. They alleged the inaccuracy was on the navigation system side due to inter-op navigation system sequence - probe hole was off by 1.5 centimeter, it needed to be more posterior and lateral. In trouble-shooting, after software re-boot, the patient was re-registered and the navigation system functioned normally. The procedure continued without issue after re registration. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative reported that a second bur hole was placed a few millimeters to ensure that the site would not fall into an improper trajectory.